Event description:
The customer reported the nurse was called to the patient's room for complications with a catheter. The catheter was leaking due to a hole in the catheter. The catheter was removed and another line was placed. The patient was not harmed and there was no delay in therapy.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual examination of the catheter revealed that the catheter body was kinked/damaged slightly below the catheter juncture hub. The noted kink was the only distinct kink. Microscopic examination of the kink in the catheter body revealed the material was torn creating a fairly large hole. The material at the kink was flared outwards and folded over. This type of damage is consistent with a kink in the catheter body leading to a tear. The kink/tear in the catheter body was located 10mm from the bottom of the juncture hub. The catheter body length measured approximately 84 mm which is consistent with the nominal value of 85 mm per catheter assembly product drawing. The catheter body outer diameter measured 0.0442" which is within the specification of 0.041"-0.045" per catheter body product drawing. The catheter body inner diameter measured 0.030" which is within the specification of 0.030"-0.034" per catheter body product drawing. The catheter was flushed with water through the extension line using a 10ml hand syringe and leaked out of the tear in the catheter body. No blockages or additional leaks were observed. A failure-investigation-report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample (prior to the leak test). The catheters are 100% leak tested during internal quality control indicating that the kink/tear likely occurred after the product had been released. A device history record review was performed on the catheter assembly and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describe suggested techniques for catheter insertion and maintenance to mitigate damage to the device. It instructs the user to "fully advance catheter until the juncture hub advancer nose is against the insertion site" as well as warning "do not force catheter if resistance is encountered during advancement." The IFU also contains the warning "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage" and provides a photo for visual instruction. The report of a catheter body damage was confirmed through complaint investigation of the returned sample. Visual examination of the returned endurance catheter assembly revealed that the catheter body was kinked and torn about 10mm below the juncture hub. The appearance of the kink/tear in the catheter body is consistent with the catheter body kinking in use creating a hole/tear in the catheter material which causes it to leak. The undamaged portions of the catheter body met all relevant dimensional requirements and a device history record review of the catheter manufacturing process did not reveal any relevant issues. Additionally, a failure investigation report performed by the manufacturing facility noted that the catheters are 100% leak tested before release and concluded the defect was unlikely to result from any manufacturing steps. Based on these circumstances and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the nurse was called to the patient's room for complications with a catheter. The catheter was leaking due to a hole in the catheter. The catheter was removed and another line was placed. The patient was not harmed and there was no delay in therapy.